Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the ilet issued an out-of-insulin alert while the user experienced difficulty completing a supply change, with insulin observed leaking at the connector due to an incorrect sequence of assembly. The user had been attaching the connector to the pump first and then to the cartridge, and required multiple supply sets before a successful change following guided troubleshooting. Symptoms included hyperglycemia with a highest reported blood glucose of 225 mg/dl and no other symptoms. Outcomes included stabilization of glucose to in-range values after the call and replacement supplies were arranged. Investigation included troubleshooting with the user and provision of use education. Investigation of this case revealed user technique error related to the order of connecting the cartridge and connector, with successful priming confirmed by visible drops and resumption of insulin delivery. It was concluded that the event was attributable to user error causing a temporary interruption in insulin delivery, with device function restored after corrective guidance.